Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was found broken after opening the package. The device was replaced with a new one to complete the case. There was no patient injury.